Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: faded, discolored, difficult to read display.

Manufacturer narrative:
Device evaluation: review of the blackbox revealed multiple low battery and replace battery warnings recorded. There was record of a partially discharged replacement batteries installed in the pump on (B)(6) 2013. On examination, there was a crack in the battery compartment at the thread area. There was visible evidence of moisture inside the battery compartment and on the underside of the battery cap that was returned with the pump. The battery cap was able to be tightened onto the pump; however, power loss was observed during testing. The battery terminal contacts had no evidence of intermittent contact. The electrical current draws were found to be within specification. A leak test revealed a leak at the battery compartment crack. The pump was opened for investigation. There was no evidence of moisture contamination inside the pump¿s interior compartment. The display was noted to be faded, discolored and difficult to read.